Event description:
This complaint is now reportable based on the analysis completed on 06/30/2008. It was reported that during a coronary drug eluting stenting treatment procedure, the 3.00x24mm taxus express2 drug eluting stent would not cross the lesion. The 99% stenosed lesion being treated was located in the average tortuous distal left circumflex (lcx) artery. The procedure was completed with another taxus stent. No pt complications were reported. Pt status reported as "good". However, the returned product revealed stent damage.

Manufacturer narrative:
The condition of the returned device was consistent with the complaint incident. Visual examination of the returned device revealed proximal stent damage. Some of the struts were misaligned. Visual examination of the hypotube revealed severe kinks on the hypotube. The balloon and tip sections of the device were visually and microscopically examined and no issues were noted with their profiles that could have potentially contributed to the complaint incident. The balloon was tightly wrapped and was not subjected to any positive pressure. A 0.015 inch product mandrel was inserted through the lumen with no restrictions noted. A review of the mfg documentation found that the device met its material, assembly and product specifications at the time of release to distribution. The most probable root cause classification is operational context. As the complaint is associated with a product that meets the boston scientific corporation (bsc) design and manufacture specification, but due to the likelihood that the pt anatomy or other procedural factors encountered during the procedure, performance was limited.